Event description:
Reporter states customer reportedly received results of 60 mg/dl on the advantage system and 166 mg/dl on a professional meter within 10 minutes. The customer did not provide the location where the discrepant results were obtained. No quality controls were used. Requested return of suspect device and replacement was sent.